Manufacturer narrative:
Exact date unknown, event occurred in approximately (B)(6) 2022.

Event description:
It was reported that the patient had a hospital infection. The patient underwent an explant procedure. No further information could be obtained despite good faith efforts.